Event description:
The customer reported a system message displayed during set up. The footswitch was not working. The facility biomedical tech was able to get the footswitch to work. There was no pt involvement.

Manufacturer narrative:
The footswitch has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).